Manufacturer narrative:
(B)(4). Batch # 367a39. Investigation summary: as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that the small blue parts fell from reload into situs. Parts were retrieved. No harm to patient.